Event description:
Customer family member reported that customer was hospitalized for low blood glucose. Customer's family member also indicated that the pump started alarming after patient had an echocardiogram at the hospital.